Event description:
During use of the exoseal vascular closure device, the plug fell into the unknown sheath. There was no patient injury. The vcd was removed and manual compression was used to achieve hemostasis. After the procedure, an exoseal was used for access closure. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site does not have visible calcium/plaque. There was no stent near the puncture site. The vcd was stored in a room that is constantly air-conditioned for a few months. There were no visible signs of device/package damage prior to use. There were visible signs of device/package damage prior to use. The vcd was prep according to the instruction for use (IFU). A competitor's sheath was in place. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath with no excesses force needed. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introduce. The sheath did not kinked/bent. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click heard. The exoseal vcd securely locked with the vascular sheath introducer. The exoseal vcd and vascular sheath introducer was retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator window did not show any red color during retraction. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug fell into the sheath. Manual compression was used to achieve hemostasis. The device is available for analysis. A detailed hearing will be held in the hospital at a later date.

Manufacturer narrative:
Additional information to include facility name: (B)(6) center. Phone number: (B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the exoseal vascular closure device, the plug fell into the unknown sheath. There was no patient injury. The vcd was removed and manual compression was used to achieve hemostasis. After the procedure, an exoseal was used for access closure. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site does not have visible calcium/plaque. There was no stent near the puncture site. The vcd was stored in a room that is constantly air-conditioned for a few months. There were no visible signs of device/package damage prior to use. There were visible signs of device/package damage prior to use. The vcd was prep according to the instruction for use (IFU). A competitor's sheath was in place. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath with no excesses force needed. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introduce. The sheath did not kinked/bent. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click heard. The exoseal vcd securely locked with the vascular sheath introducer. The exoseal vcd and vascular sheath introducer was retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator window did not show any red color during retraction. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug fell into the sheath. Manual compression was used to achieve hemostasis. The device is available for analysis. A detailed hearing will be held in the hospital at a later date. The product was returned for analysis. One non-sterile exoseal vasc. Clos.dev.f6 was received for analysis inside a plastic bag. Per visual analysis, the device was already inserted into a csi, the deployment lever on the device was depressed and the plug was not present on the delivery shaft. The device had dry blood residue, and the indicator wire was retracted. The indicator window was received on white/black/red position and the guard was found locked. No anomalies were observed during the analysis. Functional testing could not be performed since the device was already deployed. A product history record (phr) review of lot 18062105 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular closure device (vcd)- deployment difficulty - premature deployment¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis, suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.